Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, low amplitude and low impedances, also the patient presented at the clinic with pain. Subsequently, a chest x-ray and computed tomography (CT) scan were performed. A lead dislodgment and a perforation to the heart wall were confirmed. This rv lead was explanted, and the rv port was plugged and the device was reprogramed to aai mode since the patient does not need rv pacing. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, low amplitude and low impedances, also the patient presented at the clinic with pain. Subsequently, a chest x-ray and computed tomography (CT) scan were performed. A lead dislodgment and a perforation to the heart wall were confirmed. This rv lead was explanted, and the rv port was plugged and the device was reprogramed to aai mode since the patient does not need rv pacing. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was partially extended and dried blood was noted in the helix housing. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.